Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the lid latch was knocked off of its shaft, which prevented the lid from latching and led to the device not being able to power on. It was also observed that the lid was missing its left spring which caused the lid to not have the ability to open or stay open correctly. The customer received a replacement device.

Event description:
It was initially reported that when opening the device, the lid fell off. Upon initial evaluation by physio-control, it was observed that the lid latch was knocked off of its shaft and the device could not be powered on. It was unknown how the lid latch was knocked off of its shaft. There was no patient use associated with the reported failure.